Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6), 2010 as part of the (B)(6) wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis on (B)(6), 2007. On (B)(6), 2010 liver functions tests were performed and recorded, and baseline biliary symptoms included right upper quadrant pain. A sphincterotomy was performed prior to this procedure and the stricture had been previously dilated with two plastic stents. The previously placed plastic stents were removed prior to study stent placement procedure. A sphincterotomy was not performed during the study stent placement procedure. The 10 mm x 40 mm stent was deployed in a satisfactory position across the stricture. It was reported that the patient experienced epigastic pain post procedure. The patient did not receive treatment for the pain, and was treated as an inpatient. The patient was discharged on (B)(6), 2010. On (B)(6), 2010 the patient underwent per protocol stent removal with no reported issues. A post stent removal examination revealed no flow of the contrast medium, as well as no significant stenosis of the ductus hepaticus communis. A new stent was then placed in the patient later that day.